Event description:
As the doctor was attaching tendon to cancellous bone, the product snapped. A second 4.75 biotenodesis screw from the same lot# snapped fraying the tendon. As a result of the fraying of patient's own tendon, an allograft tendon was used in place of the patient's own tendon.when the doctor was preparing to insert another screw (5.5mm) it had a crack on it. That screw was not inserted.